Event description:
The pt underwent a trial and received two leads (from the same lot). Post-op, the pt experienced severe pain in the groin area. A CT-scan was performed and revealed no anomalies. The pt was hospitalized and placed on pain medication. Over time the pain subsided and the symptoms resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.